Event description:
Additional information was received confirming the event was discovered while in use with a patient, the outcome was resolved, no patient harm occurred, and no medical intervention was needed.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a lack of solvent was observed on the bonding of the tube. Functional testing confirmed the complaint when a leak was detected. The root cause was attributed to an incorrect solvent application during the bonding process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No escalation was required as the current controls are adequate. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the bond between the tubing and the in line filter was defective resulting in leaking from the line. Patient involvement is unknown.